Event description:
A physician reported a pt who was double skin tested on may 12, 1997 and june 2, 1997 with negative results. The pt was treated on june 20, 1997 with 2 formulations of collagen into the eye furrows, nasolabial folds and marionette lines. On june 20, 1997, the pt developed erythema at the right nasolabial fold and right marionette line. The precipitating event was not evident. The symptoms were continuous and were considered product related. The skin tests remained negative. On june 20, 1997, the physician prescribed oral zyrtec 10mg daily and panafcort 5mg tabs orally, which were effective. The symptoms subsided quickly after the steroids. The pt was last seen on august 8, 1997.